Manufacturer narrative:
The customer stated that the probe was leaking at the end of the startup cycle but not while running in patient mode. The customer did not proceed with controls. The field service engineer (fse) found the diluent syringe was broken on a new syringe module. The fse replaced diluent syringe and drain tubing. The fse ran several startups and did a clot detection. Controls and startup passed the test. The fse verified the repair per the established procedure. Root cause was a broken diluent syringe on a new syringe module. (B)(4).

Event description:
A customer reported that coulter act diff hematology analyzer leaked from the probe. There was no report of patient results or treatment being affected by the event. The customer was wearing gloves at the time of the event. There was no exposure to open wounds or mucous membranes and the operator did not seek medical attention. Msds was not reviewed but the customer has a risk management plan in place.